Event description:
Info received via complaint form is indicated as follows: staff experienced difficulties in inflating and deflating the balloon for eight (8) fms units.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that the malfunctioned device was removed and another fms was inserted. Add'l info received via email states that four (4) units malfunctioned on one (1) pt, and the remaining units were with different pts. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures. No add'l pt/event details have been provided to date, a return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted.